Manufacturer narrative:
The device has been received and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.

Event description:
It was reported that the micro sagittal saw leaked an oil-like substance during a podiatry procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.